Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was feeling lightheaded, experienced high blood pressure (189/101), headache and was vomiting. At an unspecified time of the event the cgm was reading 116 mg/dl and the blood glucose reading was 252 mg/dl; it could not be confirmed if the values were taken after treatment. The patient self-treated with baqsimi nasal spray (glucagon), ate some crackers and drank soda (coke). At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.